Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. However, a conclusive root cause could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under adverse effects, it states, ¿dislocation and subluxation have been reported resulting from improper positioning of the implant component.¿

Event description:
It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation. During the procedure, the acetabular cup, liner, and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent right total hip arthroplasty in 1987. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation. During the procedure, the acetabular cup, liner, and modular head were removed and replaced.